Manufacturer narrative:
Supplement #1: medwatch sent to the FDA on 02/01/2017. A visual examination was performed on the device, and noted white and yellow particles on the inner and outer surface of the device. Blue discoloration was observed on the device shell. A valve test was performed and the flow was continuous and unobstructed. A portion of the shell was missing. The shell was observed to be degraded. Microscopic analysis noted twelve striated openings on the shell, which is consistent with device removal. Since a portion of the device was not received, the lab analysis is inconclusive since all testing could not be performed.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event of deflation as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to a leak. The physician reported "patient complained about greenish urine. Performed eda and confirmed tha balloon was leaking through the valve and was partially empty." The device was removed and replaced with a new orbera.